Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (20 mg/ml at 1.441 mg/day) via an implantable infusion pump for non-malignant pain and other failed back surgery syndrome. It was reported that the patient has not been able to get a bolus since (B)(6) 2017. The patient attempted to get a bolus, had looked through the pump manual, and went through the personal therapy manager (ptm). An out of box failure was not reported. No patient harm related to the inability to give a bolus was reported. The patient reported that he was always in pain, but he was in more pain because he could not get a bolus. The patient reported that he was working out at the gym and wanted to use his ptm. He worked out for an hour and the pain started two hours prior to the report. The patient also reported that he had his pump refilled recent to (B)(6) 2018, and stated that his pump ran out of medication in (B)(6) 2017. No further complications were reported.